Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The cause of the reported communication error could not be determined. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of the returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. It was initially reported a pod communication error during device operation.